Event description:
Removed portacath that was implanted over 3 years ago. Seven cm of the tip that was removed was noted to be splayed during removal of the catheter. X-rays were obtained with fluoroscopy and it was noted that the distal catheter tip was retained in the patient and noted to be away from the surgical site.